Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported multiple, intermittent occlusion alarms occurred once the customer switched to using apidra insulin their cartridges. The customer experience blood glucose levels in the 300's mg/dl range. Tandem technical support educated the customer in regards to apidra insulin being contraindicated for use with the pump. Reportedly, the customer discussed their insulin type with their healthcare provider.